Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, one resolute onyx drug eluting stent was implanted in a bifurcated lesion in the distal rca to right posterior lateral (stent proximal site). Timi flow pre procedure was 1. The lesion was pre-dilated. The device was inspected prior to use with no issues noted. Negative prep performed with no issues noted. After implanting, the lesion was post dilated. The stent was fully dilated and engaged. Post operative ivus was performed. There was 0% post-operative stenosis. Timi flow post procedure was 3. Approximately 8 days after stent implantation, the patient had fever at 39 degrees celsius. Blood culture showed staphylococcus. Three hours later, the patient had symptoms in the chest and st elevation was noted by ECG. E-cag was performed and 100% stenosis in the stent site was observed. Target vessel occlusion, due to restenosis is reported to have occurred. The patient developed sat (sub-acute stent thrombosis). Thrombus suction therapy was performed in the stent site. Thrombolysis in myocardial infarction trial grade was 3. Iabp (intra-aortic balloon pumping) was used for the patient, and the patient was monitored in the intensive care unit. Clopidogrel was discontinued on the same day as the thrombus due to a genetic anomaly being observed. Patient is reported to be alive with injury.

Manufacturer narrative:
Additional information: the physician mentioned that the resolute onyx stent was unrelated to the adverse events. Patient is alive with injury. It was reported that, as the patient had sepsis, the patient easily developed an infectious disease. The patient experienced mycosis afterwards. After full recovery, the patient underwent bypass procedure for left main trunk disease. If information is provided in the future, a supplemental report will be issued.